Event description:
A healthcare professional reported that the patient claims a piece of plastic from the device broke off while sleeping and woke with it in their mouth. The device was delivered to the patient on (B)(6) 2025 and was first used on (B)(6) 2025. The incident occurred on (B)(6) 2026. The patient reported the issue and stopped using the device on (B)(6) 2026. The patient didn't suffer any harm/injury, and no medical intervention was required. The patient cleaned the device with foam cleaner.

Manufacturer narrative:
The reported device has not yet been returned. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference #: (B)(4).